Event description:
During a laparoscopic nissen redo procedure it was reported that the white silicone tip boot came off during routine cleaning of the tips away from the patient. The device and tip boot were retained and returned for evaluation. There were no reported patient complications as a result of this event.